Event description:
Customer reportedly received the following blood glucose results on the aviva system within 10 minutes: 107 mg/dl and hi (greater than 600 mg/dl), and 89 mg/dl and hi. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.